Event description:
The medication from the secondary bag got emptied, filling the primary bag and not going to the patient. The problem was the one-way check valve in the primary tubing which was actually working as a two-way valve. Thus, the medication from the secondary bag got emptied filling the primary bag and not going to the patient.